Manufacturer narrative:
Product analysis: the device was returned for evaluation. Visual and tactile inspections were performed on the device. Dry blood was found on the device and also inside the inflation lumen. The balloon was unfolded. It was impossible to flush the device or insert the 0,035¿¿ guidewire due to the presence of dried blood. Negative pressure was applied to the balloon and the purging procedure failed. An attempt to inflate the balloon was made but a pinhole was detected and it was not possible to maintain the pressure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used an in.pact admiral with a 6 fr non-medtronic sheath and spider fx embolic protection device for the treatment of a 100mm lesion in the patient's distal left superficial femoral artery <(>&<)> popliteal artery. The vessel was noted to have a diameter of 4mm, of little tortuosity and calcification of 20%. The target lesion (distal sfa) exhibited 90% stenosis prior to directional atherectomy, using a hawk, leaving 20-30% residual stenosis. A non-medtronic inflation device was used with 70/30 contrast ns. The IFU was followed and the device was prepped without issue. Negative pressure was performed before inflating. The balloon was inflated to a pressure of 8atms and it was noted the balloon would not remain inflated. A new in.pact admiral device of the same size was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.